Event description:
It was reported that the procedure was to treat lesion in the proximal to mid left anterior descending (lad) artery with mild calcification. The (B)(6) xience skypoint stent was implanted and prior to post dilatation the optical coherence tomography (oct) images measured the stent length at (B)(6). Post dilatation was performed per standard procedure practice with a (B)(6) diameter unspecified balloon and another oct run showed the stent remained (B)(6). There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A cine was received and reviewed by an abbott vascular clinical specialist. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as it is likely the reported difficulty is related to operational circumstances as it appears that the heart motion during the pullback of the oct device and/or inadvertent incorrect marker selection for measurement may have resulted in incorrect measurement of the stent. These issue(s) likely caused the stretched stent length measurement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.